Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator alarmed low o2 supply during patient use. The customer reviewed the logs and saw that the low o2 supply alarm triggered intermittently during patient use, and there was no leak. Due to low oxygen saturation readings, the patient was removed from the ventilator, placed on another device, and quickly returned to baseline. There was no harm to the patient. After a review of the debug logs, it appeared that the hospital room did not have a stable high-pressure oxygen supply.